Manufacturer narrative:
The root cause could not be determined since the complaint sample was not available for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Manufacturing and sterilization record were reviewed and found to be acceptable. The investigation is complete.

Event description:
The user facility in austria reported that during six procedures, white plastic particles entered the patient 's eye. There was no patient impact reported. This report is for the first patient.

Manufacturer narrative:
The device has not been returned. The investigation is ongoing.